Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances of greater than 200 ohms proximally, and distally it measures 66 ohms impedance. Boston scientific technical services (ts) was consulted and asked about the pacing impedances, which were 437 ohms. Ts suggested programming to single coil configuration or could consider a lead revision. Ts stated that right now, its unclear if this is a lead issue, or a potential connection issue.